Event description:
It was reported that foreign matter occurred during use with bd autoshield¿ duo safety pen needles. The following information was provided by the initial reporter, "when the consumer removes tear drop label, there is a plastic film that remains on pen needle. Stated he cannot use the pen needle. Stated if he does try to use it, the insulin does not flow because it's clogged from "film", also he has been experiencing issues with his needles. He stated with some needles the yellow part comes off but not the film. This complaint and another deal with the same issue, the reason two complaint are created is because the husband and wife use the same needles from the same box and they both experience same issues. Verbatim: from phone call on 2019-06-04 17:19:03: consumer stated when he removes tear drop label, there is a plastic film that remains on pen needle. Stated he cannot use the pen needle. Stated if he does try to use it, the insulin does not flow because it's clogged from "film". Stated he and his wife are using the same pen needles and two boxes were affected. Same lot, same product. Discarded samples. Cl customer stated that during the past month he has been experiencing issues with his needles. He stated with some needles the yellow part comes off but not the film. He also stated that with some of needles he is not able to inject himself with the insulin. He states the needle is either blocked or clogged. Once he changes the needle he is able to inject himself."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred during use with bd autoshield¿ duo safety pen needles. The following information was provided by the initial reporter, "when the consumer removes tear drop label, there is a plastic film that remains on pen needle. Stated he cannot use the pen needle. Stated if he does try to use it, the insulin does not flow because it's clogged from "film", also he has been experiencing issues with his needles. He stated with some needles the yellow part comes off but not the film. This complaint and another deal with the same issue, the reason two complaint are created is because the husband and wife use the same needles from the same box and they both experience same issues. Verbatim: from phone call on (B)(6) 2019 17:19:03: consumer stated when he removes tear drop label, there is a plastic film that remains on pen needle. Stated he cannot use the pen needle. Stated if he does try to use it, the insulin does not flow because it's clogged from "film". Stated he and his wife are using the same pen needles and two boxes were affected. Same lot, same product. Discarded samples. Customer stated that during the past month he has been experiencing issues with his needles. He stated with some needles the yellow part comes off but not the film. He also stated that with some of needles he is not able to inject himself with the insulin. He states the needle is either blocked or clogged. Once he changes the needle he is able to inject himself."